Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had replace battery alarm. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. Customer stated that the replace battery alarm was occurred two times. Customer stated the insulin pump had pump error alarm. Customer stated that they were able to clear alarm and finish process. Customer was performed self test and it was passed. The insulin pump will not be returned for analysis.